Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit was returned to fisher & paykel healthcare (B)(4) where it was visually inspected and pressure tested. Results: visual inspection revealed that the collar at the patient end of the expiratory limb was cracked. The pressure test revealed that the circuit was within specification and did not exhibit excessive leak. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine what has caused the collar to crack. Based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a chemical resulting in environmental stress cracking. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the complaint circuit became damaged during use. The user instructions that accompany the rt266 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. This product is intended to be used for a maximum of 7 days.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that they found a crack in the collar on the expiratory limb of an rt266 infant dual-heated evaqua2 breathing circuit after 4 days of use. The rt266 breathing circuit had passed the initial leak test before patient use. No patient consequence was reported.